Event description:
Approximately six months post implant, this patient experienced an instent restenosis (isr) of a cypher stent in the proximal right coronary artery (rca). This was treated with re-intervention (pc) and additional stent placement. Patient was admitted to the hospital with a chief complaint of silent ischemia evidenced by a positive stress test. The patient was taken electively to the cardiac cath lab, where angiography revealed a 70% de nova, short (8mm), smooth, concentric, b1 type lesion in the ostium of a 3.5mm proximal right coronary artery (rca). It is unknown if anti-thrombins and gpiibiiia were administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was not predilated prior to stent placement. A 3.5 x 18mm cypher stent was deployed to 12 atms with satisfactory results. The stent was not post-dilated.